Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by unspecified peritonitis symptoms. On the day of onset, the patient visited the emergency room, but was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with cefazolin 250 milligrams four times a day intraperitoneally (duration not reported) and tobramycin 60 milligrams once a day intraperitoneally (duration not reported) for the peritonitis event. Treatment with the intraperitoneal antibiotics was ongoing. Five days prior to the receipt of this report, automated peritoneal dialysis therapy was temporarily discontinued and one day later, the patient began therapy with continuous ambulatory peritoneal dialysis (capd) therapy. Extraneal therapy was ongoing, but it was not reported if physioneal therapies were ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).it was reported during follow up that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.